Event description:
A field service engineer (fse) was dispatched to the user facility for a separate issue. During the inspection of the reprocessor, liquid leaking from the detergent pump was found. The fse reported that after replacing the detergent pump the device worked appropriately or as intended.

Manufacturer narrative:
E1 initial reporter establishment name - (B)(6). The device was not returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the reported malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.